Event description:
Additional information: symptoms have resolved and the patient is completely fine with no symptoms of any discomfort.

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported injecting a patient with juvéderm¿ voluma¿ with lidocaine in both hands. The patient complained of "radiating pain" from the wrist to the shoulder, "restricted hand movement, with swelling" as well as "numbness in that area." Patient was treated with analgesic, anti inflammatory and hot compression. Symptoms are improving.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of radiating pain, restricted hand movement, with swelling and numbness are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events: "indications: juvéderm¿ voluma¿ with lidocaine is an injectable implant intended to restore volume of the face. Undesirable effects: the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week. ¿ the distributor and/or manufacturer must be informed about any other undesirable side effects linked to juvéderm® voluma¿ with lidocaine injection. Method of use-posology ¿ juvéderm¿ voluma¿ with lidocaine ¿ is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity and performance of the product and it can therefore no longer be assured."

Event description:
Healthcare professional reported injecting a patient with juvéderm¿ voluma¿ with lidocaine in both hands. The patient complained of "radiating pain" from the wrist to the shoulder, "restricted hand movement, with swelling" as well as "numbness in that area." Patient was treated with analgesic, anti inflammatory and hot compression. Symptoms are improving.